Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-12853. It was reported the patient experienced ineffective therapy. Diagnostics discovered multiple contacts with high impedance. Reprogramming was unable to resolve the issue. In turn, the patient underwent surgical intervention to address the issue. Troubleshooting during the procedure indicated that replacing the existing lead had not resolved the impedance issue, resulting in the entire system (paddle lead and ipg) being explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
Correction: manufacturing reference number 3006705815-2021-01794 should not have been reported as a medical device report (MDR) after additional information received confirmed there was no indication that the device caused or contributed to the issue.